Event description:
During emergent procedure, coronary artery perforation occurred during initial inflation of ptca balloon. Made one inflation in what was thought to be the circumflex, but on review was seen to be the first obtuse marginal. Probably caused spiral dissection. Patient underwent emergency CABG where there was a perforation of the coronary artery with a large epicardial hematoma.